Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system detected high out of range right ventricular (rv) shock impedances of greater than 125 ohms. The shock impedance was high out of range when programmed distal coil to proximal coil (195 ohms) and distal coil to can (175 ohms). The shock impedance was around 100 ohms when programmed proximal coil to can. The root cause for the high out of range shock impedances was not determined. The decision was made to explant and replace this rv lead. No additional adverse patient effects were reported.